Event description:
Complainant alleged that during the clinicians attempt to resuscitate a pt (unknown), they twice attempted to shock the pt at 200 joules, but the device dispalyed on "open air discharge" error message on the device screen. The clinicians were successful in their two subsequent attempts to shock the pt at 200 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.